Manufacturer narrative:
Date of event: exact date unknown, event occurred 2 months ago from date manufacturer was made aware.

Event description:
It was reported that the pocket was bothering the patient. The patient underwent a revision procedure wherein the pocket site was relocated and the ipg was replaced so the patient could get a magnetic resonance imaging (MRI). The patient was doing well postoperatively. The explanted ipg will not be returned.